Event description:
The patient has two leads implanted with the same lot number. It was reported the patient was not receiving right low back coverage that started about a month ago. The physician confirmed through fluoroscopy the right quattrode peripheral lead (off label use) had migrated medially. The patient underwent surgical intervention on (B)(6) 2015, where her lead was repositioned. The patient is receiving effective stimulation now.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.